Manufacturer narrative:
Device evaluation the flush tool returned over the distal detached portion of the catheter with the cutter visibly connected to the drive shaft. Blue material is noted inside the flush tool at the proximal end preventing the device to be removed from the flush tool. The distal tip assembly returned detached with frayed coils at the proximal end. Under a microscope the detachment site is noted just distal to the anchor pockets and no damage is noted to the cutter blade a 0.014¿ guidewire was front loaded via the distal tip and exited out of the proximal end of the gw lumen with no difficulty. No damage was noted to the guidewire lumen or nosecone. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician attempted to use a hawkone for patient treatment of the left proximal, mid, and distal superficial femoral artery (sfa). The calcified, plaque lesion had moderate degree of tortuosity and severe degree of calcification, with chronic total occlusion. The artery diameter was 6.5 mm and the lesion length was 250 cm. IFU was followed. The vessel was not pre-dilated but was post-dilated. A non-medtronic 6fr sheath and 0.014 spider ep wire were used. It was reported that the first hawkone separate while cleaning. It was reported that when trying to remove the device from the flush tool, it snapped off. A replacement device was opened and the procedure was completed. There was no patient injury reported.